Manufacturer narrative:
(B)(4). This complaint for the report of use error-break in aseptic technique is confirmed. The cause not determined. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The date of onset is unknown.

Event description:
This is a report of a home patient (hp) whom during therapy had a break in aseptic technique and subsequently diagnosed with peritonitis. The hp had abdominal pain, cloudy effluent and nausea. The hp was hospitalized and treated with ceftazidime 1gm per 24hrs ip and vancomycin 1gm every 5 days ip. The hp has been discharged from the hospital. It is unknown at the time of this report of re training has occurred.